Event description:
It is reported that the devices were implanted in 2006. The pt fell post-op 6 months and fractured the femur. The devices were revised six months later.

Manufacturer narrative:
Evaluation summary: clinically, the surgeon mentions that there is no connection between femur fracture (which happened due to falling of pt) and devices. No engineering analysis could be done with the available info. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, the manufacturing records could not be reviewed.